Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead failure predictor (lfp) high rate nonsustained episode of <= 202 ms average ventricular cycle occurred on (B)(6) 2012 at 01:05:49. Ventricular short interval count v-sic=26.4 counts avg/day, in 12.09 days, occurred between (B)(6) 2012 12:09:35 and (B)(6) 2012 14:12:48.

Event description:
It was reported that the patient received inappropriate therapy due to t wave oversensing on the right ventricular lead. The implantable cardioverter defibrillator (ICD) algorithm for t-wave oversensing (twos) did not withhold therapy due to the size of the measured r-waves. The electrogram (egm) scale was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.